Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler and on the external of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated that the fluid leak occurred during an unknown phase of their pd treatment. There were multiple air detected in cassette warnings during drain 1 of 4 of the patient¿s pd treatment. After cancelling the treatment, the patient shut down the machine and upon opening the cassette door there was fluid leaking out. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained in performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment manually on the night of the reported event. The patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the old cycler is scheduled to be returned. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler and on the external of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated that the fluid leak occurred during an unknown phase of their pd treatment. There were multiple air detected in cassette warnings during drain 1 of 4 of the patient¿s pd treatment. After cancelling the treatment, the patient shut down the machine and upon opening the cassette door there was fluid leaking out. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained in performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment manually on the night of the reported event. The patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the old cycler is scheduled to be returned. The cycler was returned to the manufacturer for physical evaluation.